Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient was seen by their dermatologist as they initial thought they had acne approximately five months post injection in the mid & lateral cheek, marionette, peri oral area with juvéderm® voluma and juvéderm® volift¿. Their dermatologist prescribed doxycyline. Patient presented in the office with a firmness and lumpiness which appeared to be having a biofilm reaction in the injected area. Biopsy was not provided. Patient was treated with 1500u of hyalase mixed in normal saline and injected into the nodules/lumps. Patient continued to use doxycycline. Five days later, patient was seen in the office and was treated with another 1500u hyalase. Eight days later, patient showed big improvement seen in nodules. Another 1500u hyalase used. Patient to finish course of doxyclcline. Approximately three months later, there was no nodules present upon palpation. This is the same event and the same patient reported under MDR ID# 3005113652-2021-00186 (allergan complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.